Manufacturer narrative:
There is insufficient information to determine root cause of the reported explant of the ring. Based on historical data, when the ring and patient's native valve are explanted, the failed repair is likely due to the patient's native valve. Attempts were made to obtain information from the patient¿s current physician without success. The serial number for the device is unknown, therefore a device history review can not be obtained.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Attempts were made to gather additional information from the patient's current following physician without success. Conclusion: the device history record review and investigation are in progress, once the review and investigation are complete a supplemental report will be submitted. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a call from the patient inquiring about her currently implanted valve type and differences between a tissue valve and a mechanical valve. Patient also noted in the conversation that she had a previous annuloplasty ring implanted at ucla hospital. The ring was implanted for approximately 14 years. The ring was then explanted and replaced with the patient¿s current tissue valve, which remains implanted. Attempts were made to obtain information from the patient¿s current physician without success. No further adverse patient effects were reported and the patient¿s current tissue valve remains implanted.